Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and revealed lead migration. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively.